Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had high impedances on electrodes 9, 10, 12 and 15. It was reported that the patient had a fall which may have led or contributed to the issue. The patient was reprogrammed around the impedances and the issue was resolved at the time of the report. No surgical intervention occurred or was planned. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.